Manufacturer narrative:
Additional information was received that the patient was a non bsn patient.

Event description:
A report was received that the patient had a sudden onset of severe electric shock-like pain down the left leg and was slowly and steadily worsened. The device was also causing the patient significant discomfort. The patient was prescribed corticosteroids and will undergo an explant procedure.

Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient had a sudden onset of severe electric shock-like pain down the left leg and was slowly and steadily worsened. The device was also causing the patient significant discomfort. The patient was prescribed corticosteroids and will undergo an explant procedure.